Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, post paced t wave oversensing was noted on the device. Technical support provided reprogramming recommendations to resolve the event. No intervention has been performed at this time and the patient was stable and will continue to be monitored.